Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb>.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
The device sc-1110-02, serial number (B)(6) was not returned for analysis and the complaint as reported could not be confirmed. However, a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. There is no complaint against the functionality of the device and the complaint as reported could not be confirmed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established. Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb>.